Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.